Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing not delivered when required. A revision was performed in which it was observed that the right ventricular (rv) lead was not fully inserted into the device header. The rv lead was successfully reinserted. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in pacing not delivered when required. Please refer to the description for more information regarding the specific circumstances of this event.patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing not delivered when required. A revision was performed in which it was observed that the right ventricular (rv) lead was not fully inserted into the device header. The rv lead was successfully reinserted. The device remains in service. No additional adverse patient effects were reported.